Event description:
Nurse was removing nitroglycerine tubing from pump channel and when she opened the channel door, the automatic tubing clamp failed and the patient received a bolus of nitroglycerine. Systolic blood pressure dropped to the 50's. Nurse manually clamped the tubing and disconnected it from the patient. Patient given levophed until blood pressure was stabilized.====================== health professional's impression======================the automatic tubing clamp failed.